Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, b7, d6a. Correction: d- product identifier, d1 - device name, d2 - common device name/pro code, d4 - rpn. D2a/b ¿ common device name/pro code: not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. G4 ¿ PMA/510(k): not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. Investigation ¿ evaluation. It was reported by alberta health services that a single lumen 6.5 french cook broviac (tpn) had a break in the tubing. The break occurred spontaneously at home and the patient admitted to hospital where the catheter was repaired using a single lumen 6.5 french cook broviac (tpn) repair kit. The line was implanted on (B)(6)2020 and was repaired on (B)(6) 2020. The caretaker was unsure of what specific event caused the break as the tube was not being utilized at time of break. The break noted due to copious bleeding from the break site onto the child's clothing. The device was a reported to be a single lumen 6.5 french cook "broviac". The customer also provided an image of the failed device which shows a 6.5 french silicone cook tpn catheter and identified that the patient may have bitten the catheter. A review of sales from (B)(6) 2018 - (B)(6)2021 of tpn catheters identified there is only one part number (c-tpns-6.5-90-redo) which is 6.5 french. Cook has concluded the most likely part number for this complaint device is c-tpns-6.5-90-redo. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore no physical examination could be conducted. However, an image was provided by the customer that shows a partial catheter labelled 6.5fr with a blue and clear needleless connector attached to the hub. The customer identified the failure occurred on the catheter tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect the failure mode prior to release. A review of the exact device history record (DHR) could not be completed due to the lack of lot information from the facility. Because adequate inspection activities have been established and no lot related evidence is available, it was concluded that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information related to the reported failure mode: "warnings: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions: -silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance: if catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, examination of an image provided by the facility, and the results of our investigation, it was concluded that the cause could possibly be traced to an unintended use error. It was reported that the patient may have bitten the catheter. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6)2021: the patient had short gut syndrome and a central line was placed on (B)(6)2020 in the right upper chest for the administration of total parenteral nutrition. The break in the tubing was described as a small cut in the tubing of the sheath. The caregiver guessed that it may have been bitten by the patient. The line was repaired on (B)(6)2020. The patient was described as a moderately active toddler. When not in use, the caregiver locked the catheter with heparin. It was reported that caregivers are taught to only use 10ml syringes, and are sent home with some. The insertion site was covered with tegaderm, while the portion extending outside of the tegaderm was secured with securacath (tubing securement device).

Manufacturer narrative:
(B)(6). Occupation: clinical safety coordinator. PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a break was noted in the tubing of a single lumen central venous catheter. The break occurred when the patient was at home while the device was not in use. As a result, the patient was hospitalized, though it is unknown if the device was removed, replaced, or repaired. The break was noted due to "copious bleeding" from the break site onto the child patient's clothing. No adverse effects have currently been reported. Additional information regarding the patient, device, and event has been requested, but is currently unavailable.